Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the hcp sent the operative notes. The notes stated the patient was experiencing urinary frequency and was voiding 12 times a day. The patient was waking up throughout the night to use the bathroom. It was also reported that the patient was experiencing urgency and incontinence changing their pad 4 times a day. The notes stated the patient had hip surgery and had ecoli but was asymptomatic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they got the stimulator to help with incontinence problems but it never helped like they expected it to, it helped a little so they kept increasing. Patient (pt) said that on friday they saw a message on their screen that said: internal battery low. Patient said their setting was 9.9. Pt said, they kept increasing and it took a long time before they decided to increase it themselves. Pt said, not too long ago, they saw their doctor and the doctor said their settings were very high but never told them that could cause their implant battery to get low. Reviewed ins battery longevity is based on usage and settings. Reviewed some interstim information, some interstim therapy optimization information, and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, and interstim information. Redirected to their doctor. Pt was upset their ins battery was low and said they were told by manufacturing representatives (rep) at implant, the ins battery should last 10 years, their doctor did not educate them about ins battery longevity information, they were not adequately informed. Offered and sent listings in case pt would like to seek a new doctor. Additional information was received from the patient. They reported that it was unknown if the issue was caused by normal battery depletion but that they had met with the manufacturing representative on (B)(6) 2024 and they rechecked the meter and battery and would follow up. This issue had not yet been resolved. A second patient response was received on (B)(6) 2024. They repeated the previously mentioned info stating that they had also contacted their hcp office. Additional information was received from the patient. They called back in regards to noted longevity issue. The patient reported that they had to get their device replaced in (B)(6) 2024 after only having it for just over a year. The agent asked if the replacement was due to normal battery depletion, the patient stated no, and that they don't know exactly what happened to it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.